Manufacturer narrative:
The customer noticed the sample contained a bubble and questioned why the analyzer did not detect the bubble. The field service engineer found the sample foam detection (sfd) camera was misaligned and corrected the alignment. He ran samples with bubbles to check that the analyzer detected the bubbles. Performance testing was performed. The investigation determined foam on the samples caused a mis-pipetting of the sample and caused the discrepant result. As the camera was misaligned, it did not detect the foam and alert the customer. The cause for the misalignment was not found. Product labeling for the device states "foam, clots, films, or air bubbles incorrect results may occur due to foam, fibrin clots, films, or air bubbles in reagents or samples. Avoid the formation of foam, clots, and air bubbles in all reagents, samples, calibrators, and qc material.".

Event description:
There was an allegation of questionable results for one patient sample from the cobas e 801 module. The initial elecsys ft4 iii assay result was 0.500 pmol/l with a data flag and the initial elecsys tsh assay result was 0.0120 uiu/ml. The questionable results were not reported outside of the laboratory. The pathologist in the laboratory picked up the results before they were reported. The repeat ft4 results were 10.3 and 9.50 pmol/l and the repeat tsh results were 0.258 and 0.263 uiu/ml. The ft4 reagent lot number was 52070100. The tsh reagent lot number was 53356900. The expiration dates were requested but were not provided.